Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2025-00092. A facility reported the following re the mayfield modified skull clamp (a1059): "structure gave way during the surgery." Additional information has been requested. End user: (B)(6) portugal.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The mayfield swivel adaptor (a1018) was returned for evaluation: failure analysis - evaluation of the swivel adapter shows that it was returned in bad condition. The swivel sleeve sticks on the base, the starburst teeth are damaged, and the base and swivel sleeve need to be replaced. The retaining ring grooves at both torque screws are damaged, and the torque screws also need to be replaced. Additional label, retainer rings and nylon washers need to get exchanged, the unit is to be marked with an instance number and a function test is required to be performed. As a result, the unit was returned unrepaired and is no longer allowed to be used for medical purposes. Root cause - the complaint is confirmed via inspection of the unit. The swivel sleeve sticks on the base and the starburst teeth were damaged, and the retaining ring grooves on both torque screws were damaged. The probable root cause is rough or improper handling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.